Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported a "sensor ended" error message with the adc device in use with samsung a23 phone with android operating system version 13. The customer experienced a loss of consciousness and was given glucagon for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed. The customer reported replace sensor message. Attempted to replicate the customer's complaint using similar configurations of (samsung galaxy s9, android 10, 2.10.1.10406) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported a "sensor ended" error message with the adc device in use with samsung a23 phone with android operating system version 13 , app version 2.10.1.10406 . The customer experienced a loss of consciousness and was given glucagon for treatment by a third-party. There was no report of death or permanent injury associated with this event.